Event description:
Edwards received information that this pericardial aortic bioprosthetic valve was explanted after an implant duration of four (4) years, ten (10) months due to insufficiency and stenosis, secondary to calcification. This was replaced a 19mm pericardial bioprosthesis. An intra-aortic balloon pump was used to assist separation from bypass. Tee revealed excellent function of the newly implanted aortic valve. The patient was transferred to the intensive care unit in critical condition with the balloon pump and high doses of pressors and intotropes.

Manufacturer narrative:
The explanted device is anticipated for return to edwards and an evaluation of the product is currently pending its arrival. A supplemental report will be submitted upon completion.

Manufacturer narrative:
Evaluation summary the explanted device was returned to edwards for analysis. As received, three (3) leaflet pieces, one (1) host tissue, and one (1) pledget were returned with the device. All three (3) leaflets on the device exhibited cut areas. One (1) leaflet piece appeared to match up to a missing area on one (1) leaflet. Heavy calcification was observed in the remaining cusp areas of all three (3) leaflets and was confirmed via x-ray. Host tissue was minimal to moderate and encroached onto the tissue on the inflow and at the stent outflow. Incidental findings: all three (3) commissures were distorted. Approximately 75% of sewing ring was cut and approximately 75% of wireform was exposed on the inflow aspect. These damages are likely due to implant or explant. Method: x-ray. Additional manufacturer narrative: the clinical report of stenosis could be confirmed as calcification could have restricted mobility in the leaflets and led to stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.